Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced difficulty charging, as the charger was unable to locate the ipg. Troubleshooting was unsuccessful. To address the issue, the physician explanted and replaced the patient¿s ipg. Postoperatively, effective therapy was reported.